Manufacturer narrative:
Pump received with cracked and bleeding lcd glass cause by dog chew on the pump. Pump received with dog chew marks, minor scratched lcd window, the reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage. (B)(4).

Event description:
The product return for an unknown reason. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.